Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated cocr levels, pain, creaking, grating, and synovitis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the revision performed on (B)(6) 2011 was due to pain. The operative notes further indicate the presence of dark staining of the synovium and metal stained tissue. Only the modular head was removed and replaced.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated cocr levels, pain, creaking, grating, and synovitis. Additional information received in the revision operative notes indicates the revision performed on (B)(6) 2011 was due to pain. The operative notes further indicate the presence of dark staining of the synovium and metal stained tissue. Only the modular head was removed and replaced. Additional information received in patient medical records indicates the patient underwent left total hip arthroplasty on june 19, 2006. No revision procedure is alleged. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6), 2011, due to patient allegations of elevated cocr levels, pain, creaking, grating, and synovitis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-01124 and 1825034-2014-00464/00467).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: m2a 1 pc shell 38mmx50mm catalog#: 15-105050 lot#: 053780; ha tprloc por lat fml 12.5x145 catalog#: 21-123206 lot#: 575100. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.